Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 74 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. When being transferred into another hospital, the pump connector broken off inside the aic console after hospital doors were closed on it resulting in a pump stop just after 6 days of use. A new impella was emergently placed and support continued.